Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia and new zealand (oaz). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oaz, there was the possibility that this phenomenon was attributed to the communication failure between the endoscope and the video system center via the light source device due to the unstable contacts of the connector by the failure of the video connector socket. The failure of the video connector socket might be caused by the connection of the endoscope connector with being applied forcible stress habitually by the user.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the scope communication error b30 was displayed. The subject device was tested with multiple endoscopes and could not function consistently. There was no report of patient injury associated with the event.